Event description:
Consumer was entangled in the dental floss around their arm. They apparently thought it was gum. Reporter is concerned about possibility of strangulation and clotting if they tried to eat it. Reporter says the floss smells like bubble gum.